Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not known. It was reported that reprogramming occurred and the issue of loss of pain relief was resolved. Rep reported they did not know about the results of the x-rays; they reprogrammed the patient and she was doing wonderful per the patient.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was in a motor vehicle accident with a rollover and had a loss of pain relief since the rollover. The rep reported that the lead impedance was within normal limits. X-rays were ordered. The issue wasn't resolved. No further complications were reported.